Event description:
It was reported that (1) device was used during a nissen fundoplication. It was reported by the affiliate that the lcsc1, was used with a h2tuv. The normal beeping sound was heard, but no cutting or coagulating was achieved. Another device was used to complete the case. There was no consquence to the patient.